Event description:
It was reported in a literature article that the coil migrated from the aneurysm. The coil was successfully retrieved by using a goose neck snare device. There was no clinical consequence to the patient at the end of the procedure. No other information was available.

Manufacturer narrative:
The lot number is unknown; therefore, a review of the manufacturing records could not be performed. Based on the information available, it is probable that procedural factors limited the performance of the device resulting in the reported event. Therefore, a cause of operational context has been assigned to this event.

Event description:
It was reported in a literature article that the coil migrated from the aneurysm. The coil was successfully retrieved by using a goose neck snare device. There was no clinical consequence to the patient at the end of the procedure. No other information was available.

Manufacturer narrative:
The cases in the literature article performed between 1994 and 2013; the exact date of the event being reported in unknown. Subject device is not available.